Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ca2 calcium gen.2 on a cobas 8000 c 502 module. The sample initially resulted with a calcium value of 7.11 mg/dl. This value was reported outside of the laboratory where it was questioned by a doctor. The sample was repeated on a second analyzer, resulting with a value of 9.26 mg/dl. The sample was also repeated on a third analyzer, resulting with a value of 9.38 mg/dl. The repeat result was believed to be correct. The calcium reagent lot number was 48221601, with an expiration date of 30-sep-2021.

Manufacturer narrative:
The field service engineer determined the rinse volume was high and outside of specifications. The sample probe was replaced and spring action of the probe was verified. The rinse volume was adjusted lower to within specifications. Dried salt was found on cuvettes. The cuvettes were replaced. A cell blank measurement, calibration, and controls were all good. Precision studies were performed and were within specifications. The last calibration performed on (B)(6)2020 was ok and there were no alarms noted. Quality controls were within range, showing no indication of a reagent performance issue. Upon review of the alarm trace, a sample clot detection alarm occurred near the time the complained sample was processed. The investigation determined the service actions resolved the issue.